Manufacturer narrative:
The alleged incident happened outside the us. This medwatch is being submitted because a similar device is sold in the us. The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that while priming, the mps2 console gave an error code. The main pump door of the console was opened to identify the source of the error code and a leak was seen. The delivery set was replaced and priming was successfully completed. There were no patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was evaluated and the reported complaint condition was confirmed. Results from the investigation identified inadequate solvent bond between the red stripe tubing and the pump cassette applied during the manufacturing process as the potential root cause of this issue. The inadequacy of the solvent bond did not result in, and is not expected to result in any patient complications. As a corrective action, the bird feeders in the solvent bonding stations were modified to include a solvent resistant marking, red label indicator at the minimum required solvent level of 3/8" and a green label indicator at the maximum level of ½". To ensure that enough solvent is present during device assembly. Awareness training was also conducted. Quest medical will continue to monitor complaint trends for this issue to re-asses the need for further corrective action.